Event description:
It was reported that the left ventricle lead exhibited insulation abrasion. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found the lead was returned in three pieces. Insulation abrasion breaching the ring electrode cable lumen was noted at 4.9 cm to 6.0 cm from the distal tip. X-ray of the s curve found fractured ring electrode cables at 3.3 cm to 4.2 cm and 4.9 cm to 6.0 cm from distal tip.